Manufacturer narrative:
The initial MDR 2432235-2017-00557 was filed on 16-oct-2017. The first supplemental MDR 2432235-2017-00557_s1 was filed on 05-jan-2018. Additional information (08-feb-2018): a siemens headquarters support center specialist reviewed the event data and indicated that the advia centaur xpt system has the option to change the patient ID and set it to blank instead of 1. This will ensure that the patient ids are in sync and prevent patient ID of 1 being linked with sample in question. Going into the historical data and editing the patient ids as unique identifiers will prevent the reoccurrence. The device is performing as expected. No further evaluation of device is required.

Manufacturer narrative:
The initial MDR 2432235-2017-00557 was filed on 16-oct-2017. Additional information (11-dec-2017): the advia centaur xpt system has an option for entering a patient ID, which is intended to be a unique identifier for a patient. There is a potential that the patient ID of 1 was used twice for two different patients x and y. The patient ID of 1 is still linked to a patient x (for example) on the advia centaur xpt system, even though the customer informatics system has conflicting information with the patient ID of 1 linked to a different patient y. With the patient ID of 1 still linked to a patient x on the adia centaur xpt system, the informatics system did not know how to process the information. Deleting all historical data and recent data did not resolve the issue of the fixed patient ID to patient x on the advia centaur xpt system. The customer's information technology department wrote a program so that the patient ID does not get picked up anymore by the middleware.

Manufacturer narrative:
The cause of the incorrect patient ID being linked to the barcode is unknown. Siemens is investigating the issue.

Event description:
The customer of an advia centaur xpt system stated that an incorrect patient ID was linked to the barcode. The operator added autoantibodies against thyroglobulin (atg) test to the sample, which was presented to the versacell sample management system, however, the barcode was not recognized. The operator then presented the tube directly on the advia centaur xpt system. It is unknown if the operator manually added the barcode or if it was read by the advia centaur xpt system. There are no reports of patient intervention or adverse health consequence due to the incorrect patient ID being linked to the barcode.